Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to claim no audio output patient experienced on (B)(6) 2015. No medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient's mother to test the alert functionality and reported alerts were not functional, but device did vibrate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint pediatric device was returned for evaluation. The device was visually inspected and no defect was found. An interior inspection was performed and the inspection passed. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing and a manual drop test was performed and the tests failed, confirming the reported event of no audio output. The root cause was determined to be a defective speaker.